Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of fentanyl and bupivacaine via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 the patient received the 8476 (motor stall) code on their personal therapy manager (ptm). The patient was at home when they received the code, and had not had an MRI. The hcp was going to follow-up with the patient¿s managing physician. The hcp was advised to have the patient see their managing physician to interrogate the pump and address the motor stall. The date of the event was provided as (B)(6) 2017. No symptoms were reported. No further complications were reported or expected.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse fentanyl (50.0 mcg/ml, 22.255 mcg/day) and bupivacaine (30.0 mg/ml, 13.353 mg/day) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The pump was removed due to motor stall.

Manufacturer narrative:
The pump was returned, and analysis found corrosion, wear and/or lubrication on the motor gear train, as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.